Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock injection valve leaks. No serious injury or medical intervention was reported.

Event description:
It was reported that bd connecta¿ stopcock injection valve leaks. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: in response to the event reported by your facility a device history review was conducted for lot number 8151681. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly.